Event description:
It was reported that when using the patient interface (pi) there were issues with suction rings. They were very stiff, creaky and difficult to use, which affected the meniscus and epithelium (slip) and caused abrasions which required the application of bcl to the left eye. The procedure was completed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable to suspect device. Section d6b: explant date: not applicable to suspect device. Section e1: telephone number: (B)(6). Section h6: health effect - impact code 4650: bandage contact lens. Section h6: device code 3191: dissatisfaction. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.